Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile examination identified the outer sheath had detached from the inner sheath approximately 175mm proximal from the distal tip. The device was received with the stent deployed from the delivery system. The deployed stent was not returned for analysis. This concludes the product analysis.

Event description:
It was reported that the delivery system was fractured. The target lesion was located in the carotid artery. An 8.0-36 carotid wallstent stent was selected for carotid artery stenting procedure. During the procedure, it was noted that the stent could not cross the stenosis, and the delivery system was fractured. Consequently, the procedure was not completed due to this event. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the delivery system was fractured. The target lesion was located in the carotid artery. An 8.0-36 carotid wallstent stent was selected for carotid artery stenting procedure. During the procedure, it was noted that the stent could not cross the stenosis, and the delivery system was fractured. Consequently, the procedure was not completed due to this event. No complications were reported, and the patient was stable post-procedure.